Event description:
It was reported that the ilet user incorrectly deployed an inset infusion set when the adhesive caught and folded onto itself, and a replacement supply was arranged. No reported adverse clinical effects. Outcomes included no alerts or alarms and successful education with replacement supplies shipped. Investigation included user interview and troubleshooting. Investigation of this case revealed an infusion set deployment error consistent with improper application, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.